Manufacturer narrative:
Per the clinic, open circuits were noted on several electrodes. Reprogramming attempts were made; however, the issue could not be resolved, which led to the explantation of the device on (B)(6) 2024. The patient was re-implanted with a new cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Additional information has been requested but it has not been made available as of the date of this report.